Event description:
The rubber bung disconnected from the white sampling port during blood sampling. The user reports that the sampling was done by the 21 gauge syringe and the disconnection occurred (during) 5th sampling process (3 days after the beginning of use). The amount of blood loss was about 10ml and there was no patient adverse effect.